Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress; a follow-up report will be filed. All information reasonably known as of 21mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that, a patient received a microcuff on (B)(6) 2018. After intubation, the cuff did not hold air. A regular laryngeal scope with a disposable stylet was used. The cuff was not checked prior to placement as it was an emergent airway. The patient received a new non-halyard tube via tube exchange without incident. The patient was not harmed as result of the reintubation. " no additional information was provided.

Manufacturer narrative:
One used sample was received. The product packaging was also received. The sample was examined under ambient light conditions. No obvious damage or defect was observed. Inflation of the cuff was attempted. Upon infusion of air, the cuff immediately began to deflate. Cuff pressure could not be sustained. The cuff was submerged in water and air was again infused to determine the general location of the leak. Based on the presence of air bubbles in the water, the leak was determined to be at the proximal end of the cuff. Methylene blue aqueous solution was infused into the cuff to obtain a visual on the precise leak location. The leak was seen at the base of the proximal collar, immediately adjacent to the radiopaque line. The blue solution was extracted and the cuff was examined under magnification. An axial tear was observed in the cuff material just below the base of the proximal collar, at the shoulder of the cuff, therefore n axial tear was confirmed in the cuff material. However, the root cause for this incident seems to be outside of the scope of the manufacturing process. All information reasonably known as of 17-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 18-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 21-mar-2018 that states that this one incident is for (B)(6).